Event description:
Following additional review, the patient experienced a surging sensation.

Event description:
The patient experienced momentary stimulation increase when walking thru a (B)(6) security. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v785930, implanted: (B)(6) 2012, product type: lead. (B)(4).